Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and was only able to see a small amount of insulin in the tubing. Reportedly, a supply change was performed to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.